Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, within the risk stratification range of the assay, was generated on the unicel dxc 600i synchron access clinical system for one patient. Patient actual results were not provided by the customer so patient results and event date of occurrence was inferred. Upon repeat on the same instrument, a lower result, within the normal reference range of the assay, was generated and regarded as valid. Two additional, same patient samples, tested on the same instrument also generated lower results both within the normal reference range of the assay and within the risk stratification range of the assay. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital based upon the erroneous accutni result. Quality control results generated prior to the event recovered within the customer's established specifications. The samples were processed via a closed tube aliquotter. Specific patient information, sample collection/handling information, actual patient results and additional system performance information was not provided by the customer. The customer indicated that they had experienced a previous similar event

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted loud noises from wash carousel during testing. The fse performed minor preventive maintenance activities and replaced noisy mixer pulleys. Upon completion of the necessary repairs, the instrument was returned back into operation. Mixer pulleys likely caused 'splashing' within reaction vessels, causing dose over-recovery and is the likely cause for the erroneous results. Previously reported MDR: 2122870-2012-00984.